Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient removed the sensor and noticed the skin reaction. The skin reaction was described as rash and redness under the entire patch area. Following this, on (B)(6) 2024, the patient had a scheduled doctor¿s appointment and mentioned her skin reaction at that appointment. She was prescribed oral cephalexin for the her skin reaction that started on (B)(6) 2024. The doctor also instructed the patient to use this same medication in the event another skin reaction occurs in the future. Since taking the cephalexin, the patient stated that the skin reaction is "getting better". The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.